Event description:
Revision surgery was required to remove broken cable and replace with a new cable. Patient outcome: no adverse effect reported as a result of this event.

Event description:
Continuous renal replacement therapy (crrt) drain bag burst open in center at site of "button". Approximately, eight liters of ultrafiltrate exploded on the floor and equipment. No malfunction of equipment occurred. Drain bag was replaced and crrt continued to run.

Manufacturer narrative:
Additional parts reported along with this event:catalog number lot number mfg date 120002 467210 03/12/2008; 120007 543100 04/20/2007.